Manufacturer narrative:
Analysis of the lead (l/n va16n01) found the outer insulation was separated at the butt joint 1.8 cm from the proximal end.

Manufacturer narrative:
Concomitant medical products: product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative reported the leads were returned due to a break.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient's replacement lead was implanted successfully.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3889-28, lot# va16n01, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep). It was reported that the lead failed during the implant procedure. The lead tubing was pulling away from the electrodes during the implant procedure. This was a brand new lead during a new implant procedure. This was the first lead that was used and then another lead was tried. This was an out of box failure. This occurred today, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.